Manufacturer narrative:
The events of "seroma-late" and "necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma, skin necrosis.

Event description:
Healthcare professional reported a left side "skin necrosis" and "seroma". Device has been explanted and replaced.